Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
The iab was inserted into the pt on 4/8/97. On 4/9/97 after iabp for 24 hrs, the iab leaked. The iab was removed. A second was inserted replaced surgically. Event complications: none from the event - rpt'd 6/17/97. Pt current status: unk - rpt'd 6/17/97.